Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the luer lock connection of the infusion set was leaking insulin. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set lot number was not provided. The infusion set was requested to be returned for product evaluation.